Manufacturer narrative:
H3: product analysis: part # nav3606030; lot # ca18b001 visual and optical inspection confirmed the tip of the tap has broken due to overload. Radiographic image review concluded that anterior/posterior cervical fusion levels unknown, there is a opacity in the c1 body existed with retained foreign body. Saggital cervical CT reconstruction. A metallic cutoff is present in c1. Axial c1 reconstruction, a metallic object is present in c1. Lateral mass on one side construction with foreign body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the tip of the tap device broke off while trying to reverse the tap from the right c1 body. No patient complications have been reported as a result of this event.